Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent signal loss between the ilet and multiple dexcom g7 sensors, while the dexcom mobile app continued to receive readings, resulting in extended periods without glucose data on the ilet and necessitating device restart attempts. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included user frustration and interruption of automated insulin dosing due to loss of cgm data display on the ilet. Investigation included review of device logs and technical troubleshooting. Investigation of this case revealed recurrent communication failures between the ilet and paired sensors consistent with a device connectivity malfunction. It was concluded that the ilet exhibited a communication failure with the cgm transmitter, and a replacement ilet was initiated to resolve the connectivity issue.